Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen display had a line across it. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
Additional information was received on april 25th, 2023, stating that the pump touch screen had missing pixels. Additional information was recieved on april 25th, 2023, stating that the pump touch screen had missing pixels.